Event description:
It was reported that the device had no audible alarm. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Impact damage to front window. Cracked tank cover. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests using procedure sr-hl-390. The customer's indicated failure was replicated. All alarms were triggered and led's blinked but there weren't any audible alarms. Root cause was traced to the faulty speaker or pcb that contains the speaker. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.